Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted for the endovascular treatment of a 336mm thoracic dissection. It was reported during the index procedure due to severe tortuosity in the descending artery the delivery system was raised by pulling through. Despite some resistance, it advanced to the target position and the device was deployed. After all the grafts were exposed, the tip capture release handle was lowered to the bottom, but the capture was not released. The delivery system was disassembled and an attempt was made to release, but the tube was stretched and it did not work. A balloon was advanced from the inside the stent graft and inflated at the capture part however deployment of only one internal stent could be completed. The entire delivery system was then pulled while inflating the balloon again and the graft was unexpectedly attached and the last internal stent was also released from the tip capture. Per the physician the cause of the deployment difficulties was due to patient vessel morphology due to severe tortuosity of the descending artery. The physician also commented the cause may also be because the device was deployed without any actions with the soft radifocus used at the time of pull through. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The delivery system returned with the handle disassembled. Kinks were observed along the graft cover and taper tip tubing. Indentation marks were visible on the back-end peek tubing. The taper tip was deformed and damaged. The reported deployment difficulties were confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.